Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05340. It was reported that the patients leads displayed high impedance following a fall. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with a single lead to address the issue.